Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio meter: 1.6; doctor's meter: 2.1 (about an hour or two later). Therapeutic range is: (2.5-3.5). Pt had been away for about six weeks and was hospitalized due to fluid in the lungs. Inr in the hospital was 2.5-2.7 (date was not specified). Pt was given lasix.